Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs #2937457-2013-00139, 1225714-2013-02246, 1225714-2013-02247.

Manufacturer narrative:
This is one of three device reports that are associated with this event; the associated manufacturer report numbers are 2937457-2013-00139, 1225714-2013-02246, 1225714-2013-02247. Additional information has been requested and will be submitted upon receipt accordingly. The hardcopy 3500a form MFR report # 2937457-2013-00139 follow-up # 001 was timely submitted on 02/19/2016 to the office of center for devices and radiological health, stamped 02/19/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.